Manufacturer narrative:
(B)(4). Insulin pump received with failed batt test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart alarm error test and displacement test or verify low batt alarm due to failed batt test alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery of insulin pump lasts 4 to 5 days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.